Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopped working. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be a stale stop command which led to an early sensor expiration. The reported event of a sensor stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Event description:
It was reported that a sensor stopped working. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and sensor not working was found within the investigation window as an early sensor expiration was found. The allegation was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).